Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received multiple pump error alarms as well as a failed battery test alarm on their insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was able to rewind the insulin pump. However, the customer received another pump error alarm during the displacement test. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specs. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs. The battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error alarms were noted. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. No pump error, and failed battery test alarms were noted. Pump error 63 confirmed in pump history with variable (009) due to software anomaly. Unit received with corroded battery tube. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.